Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after having a syncopal event. A review of the data did not identify any stored events in the past seventy two hours. It was noted that pacing therapy had previously been programmed off and the patient's heart rate showed rates below 30 bpm approximately ten percent of the time. Additionally, chronic low r-wave measurements were noted. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Further device evaluation was recommended. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the syncopal event was determined to be due to the low flow alarm with the lvad. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of additional pertinent information.